Manufacturer narrative:
The reported event occurred sometime in 2016. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set would not allow flow of medication during total parenteral nutrition infusion. The lipids are infused and primed through a non-baxter pump and non-baxter tubing. The extension set was connected to a baxter catheter set. The pump reads increasing pressure and then alarms occlusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.